Manufacturer narrative:
One 8f fast-cath introducer sheath and dilator were received for evaluation. No visual anomalies were noted on the sheath; however, the dilator had been punctured proximal to the distal tip. A needle/stylet assembly from current inventory was inserted into the dilator/sheath assembly; resistance was noted at the aforementioned damage on the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on information from the field, the needle had been re-shaped. The brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the needle insertion difficulty and subsequent puncture is consistent with not following the instructions for use

Event description:
This report is to advise of an event observed during analysis confirming a punctured dilator.